Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 199 mg/dl. The customer stated that there were air bubbles in the reservoir. The customer stated that the approximate size of the air bubbles is bigger than a pea size. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised that the insulin should be stored at room temperature. The customer stated that the insulin was not stored at room temperature. The customer stated that cold insulin can cause air bubbles in the reservoir and tubing which may result in inaccurate insulin delivery.